Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with no relevant findings. The potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
It was reported "suspected iab rupture". Additional information states that the iab catheter was removed and replaced over the guidewire. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "suspected iab rupture". Additional information states that the iab catheter was removed and replaced over the guidewire. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).